Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. In addition, it was reported that the pump touch screen was intermittently unresponsive. Although the touchscreen was initially unresponsive, during troubleshooting with tandem technical support, the touchscreen responded to presses. Reportedly, the customer continued to use the pump for insulin therapy. Customer's blood glucose level was 250 mg/dl.